Manufacturer narrative:
No stuck buttons, multiple press issues or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. Device passed displacement and self tests. No unexpected pump errors 53 noted during testing. However, pump error 53 is found in the device history file due to a software error. No cosmetic damage noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that there was frequently no or intermittent response by all button press. Customer stated that block mode was not active. Customer stated that they received software error detected alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer was performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.